Event description:
It was reported that a revision was performed due to a subsided stem.

Manufacturer narrative:
(B)(4). The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the devices are intact and resemble typical explanted devices. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by or research lab noted the porous coated stem surface showed signs of discoloration, damage to the porous coating, and possible burnishing in isolated locations. The majority of the coated surface appeared intact and undamaged. Bone growth was not visible on the porous surface. Small motions can discourage bone growth at the implant surface. The isolated regions where the porous coating was worn or appeared smooth could be an indication of burnishing, which is typically caused by motion at the implant and bone interface. Damage to the porous coating could have occurred during removal of the stem. The femoral head and polyethylene insert did not exhibit signs of significant damage. Based on the analysis conducted, the exact cause of the reported stem subsidence was not able to be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.